Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product evaluation showed the returned device was manufactured in 1995 and is approximately 17 years old. This is the only complaint for this condition on this device in the 2 year history and approximately 167 have been sold in the same timeframe which results in a complaint rate of 0.60 percent based on sales. This device is used repeatedly so the actual rate based on usage would be significantly lower. The current risk analysis se290530, version aa adequately addresses this complaint condition as less severe with a major severity of harm 4 and an improbable probability of occurrence 1. In conclusion, because this device is approximately 17 years old, repeatedly used and is the only complaint for this condition in the 2 year history, this complaint is invalid from a design perspective.

Event description:
It was reported that during a distal femur procedure, as the surgeon was inserting a screw the end of the screwdriver broke off and got stuck in the screw. The surgeon used a hemostat to remove the part of the screwdriver that was stuck in the screw head. All pieces were retrieved. The screw is intact and remains in the patient. The surgeon completed the procedure without further incident and with no adverse event to the patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was not available since the device was 15 years old.